Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, the lens was noted to be scratched after it was injected into the patient's eye. The iol was removed and replaced during the initial procedure. The physician reported the lens felt more resistance as they thread the handpiece versus what they used to feel. It was reported the injectors, cartridges and loading forceps have recently been replaced. The technicians also have been loading iol's for 10-20 years.

Manufacturer narrative:
Product evaluation: the lens was returned in a lens case. Viscoelastic is dried on the lens. The posterior optic surface is scraped and cracked in the center. Product history records were reviewed and documentation indicated the product met release criteria. Associated products provided are qualified. The root cause for the lens damage could not be determined. The lens was damaged. The associated cartridge was not returned for evaluation. The observed lens damage may indicate the lens and/or plunger were not in acceptable position for advancement. Additional information provided in b.5., d.10., h.3., h.6. And h.10. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the iol was cracked.